Event description:
It was reported that an order for IV zosyn 4.5g/100ml was ordered to infuse over 3 hours. The medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on (B)(6) 2024. Approximately 10ml of medication was infused. There was 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. There was patient involvement, with no harm to the patient. Additional information received by the customer: "there was not a "condition" called on this patient. This was confirmed by the unit director of that unit. I am unaware of any harm or interventions completed related to this event."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an order for IV zosyn 4.5g/100ml was ordered to infuse over 3 hours. The medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on (B)(6) 2024. Approximately 10ml of medication was infused. There was 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. There was patient involvement, with no harm to the patient. Additional information received by the customer: "there was not a "condition" called on this patient. This was confirmed by the unit director of that unit. I am unaware of any harm or interventions completed related to this event." Per customer, "the zosyn infusion was administered as a primary infusion, she believes the IV set was ¿misloaded¿. The event occurred on nightshift with a new nurse."